Event description:
It was reported that this patient with this recently implanted subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise. The noise could not be recreated with sense node palpitations. Technical services (ts) noted since the noise was not reproducible then this is likely air entrapment and to keep programming as is and have this patient perform an interrogation with latitude nxt. This electrode remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.